Event description:
Patient with h/o neck pain was at physical therapy office. Physical therapist applied saunders cervical home traction unit - a supine unit - . Pt used controls to apply traction and had an episode of syncope with unresponsiveness. Dates of use: 2008. Diagnosis or reason for use: neck pain. Event abated after use stopped or dose reduced? Yes.